Manufacturer narrative:
Evaluation: the iab was returned for evaluation with the membrane completely unfolded. No membrane retainers or iab blister tray were returned with the balloon. Blood was noted on the exterior of the iab. Kinks were noted in the sheath and inner lumen. The iab pumped satisfactorily on the laboratory system 90 at 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: based on the examination in the laboratory, no defect was found in the returned iab. It was not possible to verify the rpt'd difficulty or to determine the exact cause for the encountered problem. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have not drawn and maintained a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may not have been held by the y-fitting and withdrawn from the tray as depicted in datascope's instructions for use. 3. After a vacuum was drawn on the folder membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "straight out", causing the difficulty. Having the opportunity to examine and measure the original balloon retainers may have provided some additional info.

Event description:
Difficulty was encountered removing the iab from tray. Iab required manual inflation. Event complications: none from event - reported 2/19/97. Pt's current status: unk - rpt'd 2/19/97.